Event description:
Damage to the pump housing and usb port was reported by the customer, impacting their ability to charge the pump. There was no adverse impact to the customer's blood glucose level. The customer will continue to use the current pump, and a replacement has been arranged by technical support under warranty.